Event description:
A 2.75 mm diameter x 18 mm length driver sprint rx bare metal stent was inserted into a pt for treatment of an excessively tortuous mid cx lesion, which exhibited 85% stenosis and moderate calcification. Prior to the insertion of the driver sprint rx bare metal stent, the lesion had been pre-dilated with a 2.75 mm diameter x 15 mm length, other brand balloon at 30 atm. It is reported that resistance was experienced when the stent entered the ostium of the cx, and the physician was unable to reach the target lesion with the driver sprint rx bare metal stent, therefore, the device was removed from the pt. It is reported that a different stent, with the same dimensions, was then implanted without any problem. Pt status post procedure was reported to be good. No clinical sequelae were reported. Eval summary: the device was returned for eval. A number of struts on the 7th, 9th, and 10th proximal segments were deformed. A number of struts on the 8th segment were raised and pulled distally. It was not possible to load a protective sheath over the raised stent strut suggesting that the damage occurred post removal of the sheath in the field. There were no abnormalities reported during withdrawal of the device from the hoop or during removal of the sheath and stylette. It is possible that the pre-dilatations may not have been sufficiently effective in opening the stenosis, and this may have resulted in the resistance experienced during delivery of the stent. It is possible that the pre-dilatation and the attempted placement of the driver sprint rx device expanded the vessel adequately to allow placement of another stent; however, this cannot be confirmed.

Manufacturer narrative:
(B)(4): eval results and conclusions: (excessively tortuous, 85% stenosis, moderate calcification), (device not inspected prior to use).